Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
Correction to e1 with additional information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling caused the event to occur. However, a definitive root cause could not be determined. Inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection" 3.2 "inspection of the endoscope" olympus will continue to monitor field performance for this device.